Manufacturer narrative:
Clinical review: a temporal relationship exists between the pd therapy with the liberty select cycler/liberty select cycler and the patient¿s peritonitis event. Based on the reported information the cause of patient¿s peritonitis cannot be determined. However, there is no allegation nor any objective evidence that a liberty select cycler/liberty select cycler malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy which can be a result of many potential etiologies. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a patient on peritoneal dialysis (pd) therapy had an infection. There were no reported allegations that the infection was related to a fresenius device or product. Rather the patient needed to go on manual pd exchanges. During follow-up, the patient¿s pd nurse reported the patient was experiencing symptom of cloudy pd effluent. As a result, the patient was seen in the outpatient pd clinic on (B)(6) 2020 when a pd culture was obtained. Per the nurse, the pd culture yielded a white blood cell (wbc) count of 2646 and no organism growth. The patient was treated with ceftazidime 2 grams and vancomycin 1.5 grams intra-peritoneal (ip) on an outpatient basis. The nurse was not able to provide the cause of the peritonitis. However, the nurse stated the patient did not have any fluid leaks or any issues with fresenius device, or product in relation to the event. The patient is reportedly recovering and continues pd with the same cycler without any issues.